Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the patient underwent an abdominal aortic aneurysm repair approximately 8-9 years ago and a graft was implanted. Reportedly the patient has regular computed tomography (CT) scan¿s performed. An angiogram was performed on (B)(6) 2016, which confirmed a suspected type 1 endo-leak. The physician implanted a zenith flex aaa endovascular graft main body extension. The procedure was reported to have gone well and confirmed the leak was sealed and patient doing well. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, quality control, and trends was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describe the indications for use, contraindications, warnings and precautions. Per the IFU" additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak." Additionally "irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. As the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary." Type I endoleaks occur when a gap forms in the graft seal zone allowing perfusion to the aneurysmal sack as a result of migration, patient anatomy, physician technique or device failure. Additionally, the extended duration between implantation and detection suggests the reported event may be related to disease progression and/or wear on the device; however, based on the available information this cannot conclusively be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported that 8-9 years post endovascular aneurysm repair (evar) angiogram results confirmed a type 1 endoleak. The patient subsequently underwent a procedure to implant a zenith flex aaa endovascular graft main body extension which was successful in sealing the leak. He was last reported to be doing well.